Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in life-threatening hypoglycemia requiring emergency medical intervention and hospitalization and is consistent with the reported unresponsiveness, emergency medical services treatment with IV dextrose, and inpatient admission. Review of available information indicates the event was caused by improper use of the infusion set and cartridge loading process, including connecting the infusion set to the body prior to completion of the supply change workflow, failure to secure the luer connector, and manual reinsertion of the cartridge or connector, which likely resulted in unintended insulin delivery. Device engineering logs indicated the ilet was functioning as intended, with alerts generated appropriately and no device malfunction identified. The user subsequently received education from her endocrinologist regarding proper supply change procedures and reported understanding of correct device use. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 24-dec-2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 23 mg/dl. The user was found unresponsive, and emergency medical services were called, who administered IV dextrose and transported the user to the hospital, where the user was hospitalized from (B)(6) 2025 and subsequently discharged. No long-term health effects were reported.